Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt has reported when the cycler door was opened to remove tubing set fluid leaked out. Prophylactic antibiotics were administered as a precaution, effluent remained clear and there is no other known pt il effect. Sample available for eval.